Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient unhappy with vision. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was mechanical complication of iol. Additional information has been received and stated that patient unable to tolerate halos and neuroadaptive intolerance of multifocal iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with an non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company model, 23.5 diopter (add power plus2.2/plus3.2) lens was replaced with a non company, monofocal 23.5 diopter lens due to the patient's neuroadaptive intolerance of multifocal iol. The product has not been received to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).